Event description:
On 04/03/2000, a pt received skin testing on the forearm for bovine collagen with perceived negative result. In 2000, pt received initial treatment with 2.5cc of collagen in the vermilion of upper lip. In 2000, pt had second treatment with 1.5cc of collagen in the vermillion of lower lip. Approx one month later, pt noted symptoms at skin test site. In 2000, the physician confirmed a 1cm area on forearm which was red, swollen, indurated and raised approx 8mm. Physician prescribed a shot of intramuscular celestone and topical aristocort in 2000. There is no immediate plan for further treatment. At this time, physician is diagnosing a delayed positive test result, however is concerned that this may become hypersensitivity at the treated sites, as well. Some redness in area of lips has been observed. The physician feels local symptoms are related to collagen material.